Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the recharger ((B)(4)) found that there was a broken connector pin in the cable assembly.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the desktop charger (dtc) connector pin was loose. The patient reported that they had not been able to charge so the implant was not currently working. A replacement dtc was sent. No further complications were reported/expected.